Event description:
It was reported that patient started having driveline communication fault alarms. The nurse stated that the patient was connected to wall at the time and vitals were stable. Log file analysis captured a driveline communication fault on (B)(6) 2021 at 1:56:33. The alarm was cleared on (B)(6) 2021 @ 2:18:18.the fault was not related to wall power.

Event description:
It was reported that the alarm was cleared on (B)(6) 2021 at 2:18:18. The alarms resolved and no equipment was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication faults; however, a specific cause for these events could not conclusively be established through this evaluation. The controller event log file captured a driveline communication fault on (B)(6) 2021. In addition, transient com a fault flags were captured just prior to the driveline communication fault, indicating that the communication fault was likely associated with the com a line. Of note, the driveline communication fault cleared by the end of the file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient later expired on (B)(6) 2021, and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , was not explanted for evaluation (reference MFR # 2916596-2021-01138). The heartmate 3 lvas instructions for use (IFU) and patient handbook address all system alarms, including the driveline communication fault, as well as the recommended actions associated with each. Furthermore, the patient handbook lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, including the driveline communication fault, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. No further information was provided. The manufacturer is closing the file on this event.